Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device- location of device: floating/ perforation (uterus)") and device expulsion ("migration of essure device/1 essure coil migrated felt out/ migration of essure device location of device: unknown location / failure to occlude (close) fallopian tube(s)") in a (B)(6) female patient who had essure (batch no. 627748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/ pain/ pelvic area right side"), 16 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced uterine perforation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the uterine perforation, device expulsion, pelvic pain, menstrual disorder, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, weight increased and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device expulsion, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff underwent not specified treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: device deployed without difficulty; on (B)(6) 2009: results: confirmed essure device was successfully occluded; on (B)(6) 2009: results: unilateral occlusion (right tube occluded). Ultrasound pelvis - on (B)(6) 2009: results: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received. Event vaginal discharge was added. Event onset date was updated. Concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.